Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The damaged clamp rubber was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the clamp rubber was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged clamp rubber. No additional information is available.